Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found the sample line had detached from the sweep-flow tank on the back of the complete blood count (cbc) module and fluid had leaked onto the peltier module. The fse replaced the sample line on the sweep-flow trap to resolve the leak and replaced the peltier module to resolve the error messages. (B)(4).

Event description:
The customer initially reported a coulter lh 500 hematology analyzer generated lyse and ambient temperature errors. Upon further investigation, the customer found disconnected tubing from vc2-1 bubble trap to cv6; the tubing was reattached and error messages prevailed. The customer then observed a leak on top of the peltier module and confirmed that connector p4 had fluid, evidence of corrosion on the connector pins. The leak was contained to the instrument. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated and there was no impact to patient treatment in connection with this event.